Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The user changed the infusion set and primed the tubing. There was no reported impact to the user's blood glucose (bg) level as the user had not tested their bg level.